Manufacturer narrative:
Film evaluation summary; the exact cause of the reported proximal type I endoleak could not be determined from the pre-implant films provided. Images during implant and post-implant were not available, and the reported endoleak could not be assessed. A returned pre-implant 3d-CT film report confirmed the taa within the proximal portion of the descending thoracic, beginning just below the steeply angulated <(><<)>(><(>&<)><(><<)>)> short aortic arch. The thoracic diameter along the 25mm proximal seal length ranged from 31.8 to 29.7mm. It is possible that implanting within the short length seal and angulated arch may have contributed to the reported type ia endoleak. Additional information was received for this case: intervention was performed. A proximal extension was implanted and the endoleak has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm (300mm in length from the lsa to sma). It was reported that on follow up CT a type ia endoleak was observed. As per the physician, the cause of the event was anatomy related due to angulation of the vessel. No additional clinical sequelae were reported and the patient will be monitored by their physician.